Event description:
It was reported hat this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode. It was reported the patient experienced muscle stimulation after the device switched to safety mode due to unipolar pacing. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported hat this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode. It was reported the patient experienced muscle stimulation after the device switched to safety mode due to unipolar pacing. The device was explanted and successfully replaced. No additional adverse patient effects were reported.